Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the pts' femoral artery. The catheter was found to be "defected" and as a result, another iab was prepped and inserted w/o difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay in intra-aortic balloon pump (iabp) therapy listed as 10 mins. There were no reported pt complications. The pt has recovered and is out of the hospital.